Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6); 4196-88 implantable pacing lead 2010(B)(6); 5076-52 implantable pacing lead 2002 (B)(6). (B)(4).